Event description:
A report was received that the patient was unable to charge the ipg as it was implanted too deep. The patient underwent a pocket revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.